Event description:
Procedure: colon resection. According to the reporter: the device was applied on a major vascular pedicle during colon surgery and the staples did not form properly. Bleeding was controlled. The patient was transferred to ICU two days post operatively due to ischemic bowel and brought back to surgery the next day. Currently, the patient condition is reported as septic.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).